Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the prograsp forceps instrument involved with this complaint. And completed the device evaluation. Failure analysis found, the instrument to have the main tube broken. The instrument was also found, to have indentations on the proximal clevis. As a result, the proximal clevis was dislodged. This failure is most commonly caused by mishandling/misuse.

Event description:
It was reported, that during a da vinci-assisted surgical procedure. The prograsp forceps instrument had a broken cable. No fragments noted, by staff and surgeon that fell into the patient. The procedure was completed with no reported injury.